Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon did not implant a 13.2mm vicm5_13.2 implantable collamer lens. The lens was not implanted due to it having " black waste." There was no report of any apparent injury.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in lens case/vial. Visual inspection found foreign material on lens surface (black dots). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
Additional information: method code: (B)(4). Particulate evaluation: foreign material evaluated and found no probable source in manufacturing process or environment. Conclusion code: as per dfu for this lens model, vicls are contraindicated for patients with an anterior chamber depth (acd) below 3.0mm. (B)(4).